Event description:
A customer reported that their insulin pump was breaking apart near the charging port with a crack along the edge of the pump's black part. There was no adverse impact to the customer's blood glucose level. The customer inquired about the safety of continuing to use the pump and whether a replacement was needed, while cts planned to follow up on the issue.